Event description:
Additional information reported the patient had met with their health care provider (hcp) on (B)(6) 2013. The hcp noted there was ¿no mention of a fall or lack of stimulation to the legs¿ from the patient during either meeting. The hcp had not heard from the patient since their second meeting.

Event description:
It was reported that the patient did not have stimulation in both legs. The patient had a fall/injury (B)(6) 2013. Three days later the stimulation was not covering the entire therapeutic area. The patient had some stimulation in her left leg at her first programming appointment, but later that night she couldn¿t feel stimulation in her left leg. As of the date of this report the patient could only feel stimulation when she sneezed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot# l19078, implanted: (B)(6) 1990, product type lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).